Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 625cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant. As a result, the patient underwent removal and replacement with 625cc mentor smooth round moderate profile saline breast implants on (B)(6) 2022. The reported lot doesn't correspond to a finished device, but the information is being submitted regardless as this is the information that was provided to mentor. Several follow-ups have been conducted, however, no clarifying information was received. If additional information is received, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The reported lot number doesn't correspond to a finished device, but the information is being submitted regardless as this is the information that was provided to mentor. As such, the reported lot cannot be reviewed and no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).